Event description:
Call light system comes apart very easily and can be inadvertently pulled apart, exposing electrical wires. Rptr has personally pulled many apart. In this instance, a comatose pt suffered third degree burns. Pt has required a debridement and a debridement with graft. The wound opened again and is currently being packed.